Manufacturer narrative:
This device is used for therapeutic purposes.

Event description:
It was reported the amplifier overheats. The high temperature caused deformation of the plastic casing. The surgery was a posterior fossa tumor, total time 18 hours; the unit was covered by a thermal blanket. There was no report of patient injury.

Manufacturer narrative:
Received daq916 for evaluation by the engineering group. The condition of the device showed deformation of the plastic on the exterior of the enclosure. The daq916 was connected to the eclc and powered up. Some channels did not turn on in the required 30 seconds but they all eventually did turn on and then the daq916 functioned normally. The housing was disassembled and the internals were visually inspected where no heat damage was noted. The deformed housing was analyzed by the failure analysis group where it was determined that the most likely cause for the plastic deformation was exposure to some type of solvent, not heat. The unit was reassembled and powered up for 18 hours. The housing slowly heated up and never reached 130 degrees f even after 18 hours. The softening point of the enclosure plastic material (abs) is greater than 200 degrees f. Method test for high temperature conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.